Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad 100s did not indicate a significant trend. (B)(4). The device trade name and/or model number was not provided to asp; therefore, it is unconfirmed if the device is recommended by the device manufacturer for processing in the sterrad 100s. The metal (silver) is not recommended for processing with any of the sterrad models because the oxygen, produced from the decomposition of the hydrogen peroxide gas, will react with the silver. Asp advised the customer that devices made of metal (silver) cannot be processed in the sterrad system.

Event description:
The customer reported that after a completed cycle in the sterrad 100s, the tips of seven of the twenty-two micro devices used for cerebral surgery appeared damaged. The tips were made of silver and the metal became oxidized by the h2o2 causing the tips to turn black. The customer was informed that devices made of this metal (silver) cannot be processed in the sterrad system. The age and usage of the devices is unknown.

Manufacturer narrative:
Concomitant devices: devices for cerebral surgery (fujita medical instruments co. Ltd, and miziho co. Ltd, aesculap co. Ltd) - sn# and pn # unknown for all three manufacturers. (B)(4): damaged device. The part and serial numbers for the damaged devices are unknown; therefore, it is not possible to determine if the devices are approved for processing in the sterrad 100s using the asp sterility guide. However, devices made of metal cannot be processed in the sterrad system. The sterrad 100s user's guide warns: know what you can process: before processing any item in the sterrad 100s sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The customer was advised to contact the applicable device manufacturer in order to evaluate the reported damaged devices.